Manufacturer narrative:
The device was returned to returned to the repair center. And the following reportable malfunctions were identified during the device evaluation: probe breakage. The probable root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited probe breakage. There was no patient involvement.